Manufacturer narrative:
The ECG data from the event was returned and evaluated. Our evaluation found that due to the patient's implanted pacemaker, the existence of implanted pacer pulses led to the ECG rhythm being analyzed as a noisy signal. Due to the noisy signal condition our ECG analysis defaulted to a no shock advised result for this analysis event. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown) the device prompted "no shock advised" for a rhythm clinicians believed was shockable.complainant indicated that there was no adverse effect to the patient due to the reported malfunction.